Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis pt called in with a report of a pt line blocked alarm. A f/u call was made to the pt, and she reported that she had c-diff and is being treated with flagyl and vancomycin. The pt also reported that she was taken off of peritoneal dialysis and put on hemo dialysis while being treated with antibiotics. The pt's peritoneal dialysis nurse confirmed the info that the pt provided.